Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Additionally, it was reported that the cartridge leaked. A new cartridge was loaded resolving the cartridge leaking issue. Blood glucose level was not impacted by these issues. Reportedly, the customer continued to use the pump for insulin therapy.